Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a failed battery test alarm on the insulin pump and now it is not powering on. Customer's blood glucose was 170 mg/dl at the time of the incident. Customer stated that the screen went blank and customer changed out the battery. Customer stated that the screen was still blank. Troubleshooting was performed and customer was advised that a replacement battery cap will be sent. Customer noticed that the battery cap was damaged during troubleshooting. Customer was advised to monitor the pump. Customer was advised to revert to a back-up plan until the replacement cap arrives.